Manufacturer narrative:
The device was received for evaluation. During functional testing, not detecting door switch was not reproduced. A review of the event history log revealed shut door-power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper auxiliary flex not connected property. The rear case requires closing to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting door switch. This occurred in the biomed service department. There was no patient involvement. No additional information is available.